Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device alarmed motor error alarm and no delivery alarm. Customer's blood glucose was 355 mg/dl. Device alarmed motor position encoder error alarm. During troubleshooting, device passed the displacement test. Device was able to rewind. After troubleshooting, customer will not be returning the device for analysis.